Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 570 mg/dl. Customer did not perform troubleshooting for high and low blood glucose reading. Customer current blood glucose reading customer had blood glucose reading of 50¿s mg/dl. Customer also had sensor versus blood glucose issue. Products will not be returning for analysis.